Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to have delivered inappropriate therapy. It was noted that the patient was in an atrial driven arrhythmia. This crt-d delivered six bursts of anti-tachycardia pacing (atp) and a shock in attempt to convert the arrythmia. The shock was able to convert the arrythmia. At this time, the crt-d remains in service. No additional adverse patient effects were reported.